Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified 2- 3mm of osteolysis surrounding the tibial component and slight cortical remodeling/thinning laterally at the tibial stem were noted in the patient¿s follow-up x-rays. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: ni, nexgen straight stem extension 13mm x 100mm catalog #: 00598801013 lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni, nexgen all poly patella 35mm catalog #: 42540000035 lot #: ni, nexgen option femoral component size g right catalog #: 00599401792 lot #: ni. The complainant has not yet indicated whether the device is available to be returned to zimmer biomet for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-01951, 0001822565-2019-01952, 0001822565-2019-01953. Investigation incomplete.

Event description:
It is reported that the patient experienced post-operative osteolysis and lucency around the tibial component approximately two years following knee arthroplasty. The patient has since been revised of all components due to unrelated complications, although it is unknown at this time when the specific component alleged against in this report was removed. No additional patient complications have been reported.